Event description:
A zoll distributor returned a monitor indicating a pulse test failure.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor failed incoming pulse testing with associated code 102. Upon evaluation, the r45 resistor was open on the computer / analog (ca) board. The cause of the pulse test failure is the open resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.